Event description:
It was reported that approximately nine years two months posts filter deployment, the patient allegedly was informed that the risk of removing the filter was greater than keeping the filter in place. Then, one year two months later, reportedly the patient had a CT scan that showed filter perforation and tilt. Furthermore, sometime post filter deployment (date not provided) the patient expired. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient for post bleed. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were provided for review. Medical records were provided and reviewed. The medical record allege that the filter was deployed due to the dvt and the filter was successfully deployed at the l1-l2 level. Approximately 11 years post deployment, CT scan revealed that the apex of the filter tilted toward the right, lying at the renal vein confluence, and terminated above the bifurcation. Five struts had perforated through the ivc, into the 2nd and 3rd portions of the duodenum respectively. One strut abutted the anterior wall of the aorta. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc wall. Image review alleges that the one medial leg of the ivc filter extends to encroach but not abut the anterior aorta. Several other legs extend less than 3mm beyond the wall of the ivc. Also, it was observed that the ivc filter is upper limits of normal tilted. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc wall. From the medical and image review, the investigation is confirmed for filter tilt and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately nine years two months posts filter deployment, the patient allegedly was informed that the risk of removing the filter was greater than keeping the filter in place. Then, one year two months later, reportedly the patient had a CT scan that showed filter perforation and tilt. Furthermore, sometime post filter deployment (date not provided) the patient expired. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.